Manufacturer narrative:
The field service engineer replaced the gear pump head, a kit including rinse tubing, and a sample probe. They confirmed module was within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 and ca2 calcium gen.2 results for two patient samples with the cobas 6000 c501 module. Sample ID (B)(6): the creatinine initial result was 0.31 mg/dl. The repeated result was 0.97 mg/dl. Sample ID (B)(6): the calcium initial result was 7.5 mg/dl. The repeated result was 9.9 mg/dl. The questionable results were not reported outside of the laboratory. The creatinine reagent lot number was 538605. The calcium reagent lot number was 549901. The expiration dates were requested but not provided.